Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 19.6 cm to 20.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The insulation was also abraded at 49.5 cm to 49.9 cm from the connector pin due to friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that during a routine device change out procedure, the right atrial lead that was known to exhibit noise was explanted and replaced. During the procedure, an insulation abrasion was noted on the lead between the suture sleeve and the header. The patient tolerated the procedure well.